Manufacturer narrative:
This case, with patient identifier (B)(6) (test strip lot number 477091), is related to case with patient identifier (B)(6) (test strip lot number 477167).

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 520 mg/dl (test strip lot number 477167) and 120 mg/dl (test strip lot number 477091). No adverse event reported. Return of the suspect device was requested for evaluation.